Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation, pseudoaneurysms or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Pseudoaneurysm, aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. In this case, minimal information was received regarding this event. No additional patient or procedural factors were provided that could determine a root cause. Reporting and capture are being done on a conservative basis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a patient to the patient support center (pcs). As reported a patient underwent tavr with a 29mm sapien 3 ultra resilia valve. The patient reported having a pseudoaneurysm one day post tavr complicated by a covid infection. The day after patient's procedure, the patient required emergency transport to an unknown hospital for treatment of a pseudoaneurysm to the groin. The hematoma was ''controlled'' within 2 days. However, the patient had contracted covid in the hospital and was transferred to a nursing home to recuperate. After one year, the patient reports being ''mostly recovered''. Patient did not request to speak with our physicians and did not make any allegations to our devices.